Manufacturer narrative:
A customer from (B)(6) reported false susceptible results for a staphylococcus aureus in association with the vitek® 2 ast-p625 test kit. The customer did not submit the raw data or isolate for evaluation. An investigation was performed. A review of quality records confirmed that vitek® 2 ast-p625 lot# 5350298403 met final qc release criteria and passed initial qc performance testing. The (B)(6) screening agar used by customer is not a validated media for testing on vitek® 2 ast cards. The submittal of the isolate is required in order to confirm a vitek® 2 discrepancy (compared to the appropriate reference method). Submittal of raw data from customer testing is required in order to assess the growth of the isolate in the vitek® 2 card. It is not possible to investigate further.

Event description:
A customer from (B)(6) reported false susceptible results for a staphylococcus aureus in association with the vitek® 2 ast-p625 test kit. The s.aureus was from grown colonies on a (B)(6) screening media and the ast-p625 results were cefoxitin negative and oxacillin susceptible. Repeat testing gave a cefoxitin positive result. The result of another test with (B)(6) was positive. The customer performed testing using the same fungus liquid with ast-p625 and ast-p595, and the results were (B)(6). The customer concluded the discrepancy was probably caused by heterogeneous resistance. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.